Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed rash that was described as dry and red in color. The patient's physician prescribed hydrocortisone cream for the reported irritation. During a follow up call, the patient reported that the rash was completely healed. There is no indication that a device malfunction caused or contributed to the reported skin irritation.